Event description:
It was reported that an ilet user experienced hyperglycemia with a sensor glucose of 358 mg/dl after a usual dinner and, upon receiving a high glucose alert, announced a meal to obtain insulin, followed by a glucose nadir of 68 mg/dl several hours later; the user reported no symptoms at the peak and dizziness upon waking at the low. Symptoms included dizziness associated with hypoglycemia. Outcomes included recovery to target range after treatment with oral carbohydrate. Investigation included user counseling on troubleshooting steps, including changing all infusion supplies if persistent hyperglycemia occurs without delivery-stopping alerts, and verification that no pump alerts or alarms occurred. Investigation of this case revealed no reported device alarms and no observed delivery interruption, with user behavior consistent with using a meal announcement as a corrective action during hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.